Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for non-malignant pain. Information was reported that a patient¿s stimulator is not charging. Patient reported it has been getting harder and harder to get a charge on it over the last few months. Patient reported when he puts on the charging equipment for the past two weeks he has been trying to get it to charge and has to sit there and move it around and play with it. The patient reported he is not sure if it is the charger or the implant battery, but stated the charger seems to be working fine. The patient also reported seeing the reposition antenna screen. Patient reported 4 weeks ago he got a good charge and stated he usually charges every 3 weeks. Then the patient stated he charges the implant when the ins has like 2 bars left. The last charging session was more than one to three months ago. No patient symptoms were reported. No further complications were reported.